Manufacturer narrative:
The initial MDR 2247117-2017-00013 was filed on february 3, 2017. Additional information (02/03/2017): a siemens headquarters support center specialist reviewed the sample information provided by the customer and stated that the customer had received the sample in a secondary tube and did not centrifuge it prior to processing it on the analyzer. The hsc specialist recommended that the customer centrifuge samples at 1000 x gravitational force (g) for 15-20 minutes to reduce the risk of this issue occurring in the future. The hsc specialist stated that the particulate matter in the sample may have caused the initial elevated result. The cause of the discordant, falsely elevated calcitonin result on one patient sample is unknown.

Manufacturer narrative:
The customer contacted a siemens customer care center specialist. The customer stated that they had performed precision testing on the affected patient sample, which was acceptable. The cause of the discordant, falsely elevated calcitonin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer obtained a discordant, falsely elevated calcitonin result on one patient sample on an immulite 2000 xpi instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated twice on the same instrument, resulting lower both times. The repeat results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcitonin result.